Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed pseudomonas attributed to a volara system. The patient stated they couldn¿t get the water out of the tubing, and this was the cause of the patient¿s pseudomonas infection. The patient was hospitalized for three days. Treatment of the infection was not reported. The patient has not restarted the volara system until they see their new pulmonologist in approximately six weeks. No further information was provided.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.